Event description:
It was reported that this right ventricular (rv) lead was pulled back as the sleeve that as holding the lead in placed had been detached from the ligature area. As the sleeve was rubbing against the lead and the coating was thought to be damaged. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.